Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast reconstruction revision with mentor smooth round moderate profile 450cc saline prostheses experienced sponteanous bilateral deflation post procedure. The deflations were diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 450cc saline prostheses was performed on (B)(6) 2019. See 1645337-2019-22563 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 11/20/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in both breast implants after implantation. During evaluation of the sample, a crease was found on the anterior aspect. Within the crease, a tear measuring approximately 0.6 cm was observed. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).